Event description:
A report was received that a patient had been vomiting since a stroke (the stroke is not device related). The vomiting was assessed to be related to the device and the patient was prescribed antiametics. The patient's vomiting had stopped and the event was resolved.